Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had no image. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: -d9 -h3 -h4 -h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was evaluated by a technician and the customer's reportable malfunction [a color bar appears in the image] was not confirmed. However, the customer's reportable malfunction [images are not displayed] was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction [images are not displayed] would likely be due to the failure of the printed circuit board. Olympus will continue to monitor field performance for this device.